Event description:
A report was received that during post-op testing the pt's paddle lead has high impedance readings. An x ray was taken and confirmed a epidural hematoma. The pt underwent a procedure to remove the hematoma and is reportedly doing well.